Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 10 inappropriate shocks due to change in permanent programming. The device triggered end of life (eol) status and was subsequently explanted. Further information was requested. No additional adverse patient effects. Additional information received indicates the device has not yet been explanted and remains deactivated. Reportedly, there is a potential clinic decision to downgrade the ICD to a pacemaker. In addition, the cause for the inappropriate shocks could not be determined due to the device being at eol status, therefore the episodes could not be reviewed by the clinic. It was also mentioned that the patient has experienced inappropriate shocks for atrial fibrillation (af) with rapid ventricular response (rvr) in the past. Boston scientific has made three attempts to obtain additional information on the resolution of this event, however; no further details were provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 10 inappropriate shocks due to change in permanent programming. The device triggered end of life (eol) status and was subsequently explanted. Further information was requested. No additional adverse patient effects. Additional information received indicates the device has not yet been explanted and remains deactivated. Reportedly, there is a potential clinic decision to downgrade the ICD to a pacemaker. In addition, the cause for the inappropriate shocks could not be determined due to the device being at eol status, therefore the episodes could not be reviewed by the clinic. It was also mentioned that the patient has experienced inappropriate shocks for atrial fibrillation (af) with rapid ventricular response (rvr) in the past. The complaint device was not returned to boston scientific, product analysis could not be performed.